Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va052e7, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information stated the patient experienced a ¿sudden shocking sensation in their low back/buttock.¿

Event description:
It was reported that the patient had not gotten symptom control since implant, was sick for the last few days, and noted that the trial was successful. The patient was concerned about the device/implant and what it felt like and noted there was no swelling. The patient reported training of the patient programmer was ineffective because she was still under the effects of anesthesia. The patient was on program 1 at 0.7 v, stimulation was on, increased to 0.8 v, and felt stimulation in the bicycle seat area. Additional information received reported that the patient pain in the right leg with occasional jolt/shock in the low back/buttocks. The patient was reprogrammed and patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient did not have concerns with device or therapy. The patient received assistance from a manufacturer¿s representative and her concerns were resolved. The patient was however still having concerns regarding device or therapy but was working with her healthcare provider or manufacturer¿s representative. An appointment date of (B)(6) 2013 was noted. It was unclear if the patient¿s concerns were resolved. It was later reported that the pain in the right leg was occasional and was caused from the ¿jolt¿ shock in the low back.

Event description:
Additional information stated the patient had improvement in their leg pain with re-programming.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient felt like the "battery pack that was hard before now had moveable pieces". It was noted that the patient was pushing the plus and minus buttons on their programmer and nothing was happening. It was noted that the patient was not feeling stimulation even though their stimulation was on and they felt like their battery was moving. It was noted that the patient saw a poor communication screen on their patient programmer.